Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not known. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The physician stated that they placed 2 everflex entrust stents in the patient. Upon review of the image, the stents were shortened from 60mm to 45mm and 50mm respectively. No injury reported. Evaluation of images received on (B)(6) 2015 found that both stents had been foreshortened. The root cause of the foreshorten stent length appears to procedural and/or tortuous anatomy in nature. Please reference MDR 2183870-2015-00257 for the other entrust reported in this complaint.